Event description:
Patient was intubated with an endotracheal tube (ett) that kinked, was unable to pass a suction catheter. Required reintubation. Seemed to be kinked in the oropharynx, unclear how this is possible. Worked well and able to pass suction catheter when initially placed earlier in the day.